Event description:
The patient reported that on (B)(6) 2021 she was getting up from the table and accidently knocked the v-go device off of her body. Patient reports that the site where the needle was injected became infected and pus/discharge was noticed at single injection site. Patient sought medical attention from her health care provider and was prescribed antibiotics for ten days and given an antibiotic shot.